Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change and lead replacement of two leads. The patient had right atrial (ra) and right ventricular (rv) leads originally implanted in 2006. The ra lead exhibited noise oversensing resulting in pacing inhibition. The rv lead exhibited very high pacing threshold. The two leads were capped and replaced successfully. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)